Manufacturer narrative:
Nine days later, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that a latitude red alert was detected for high out of range shock impedances. It was reported that the patient does not regularly get his device checked so the clinic was going to contact him to come in for testing.

Manufacturer narrative:
The available information suggests that this device and defibrillation lead remain implanted. This report will be updated should additional information become available.